Event description:
It was reported that during surgery to replace the patient's pump due to battery depletion, the catheter broke off. The spinal portion remained in the intrathecal space. The hcp was unable to remove it. The entire catheter was replaced. Final patient outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.